Event description:
A peritoneal dialysis (pd) patient's spouse reported a fluid leak associated with a pd treatment. There was an air detected in cassette warning in drain 2 of 4. The warning occurred several times. Patient rebooted and the warning occurred again. Fluid was discovered in the pump module area of the cycler and on the external cassette. Fluid leaked from the cassette door. Patient was advised to not use cycler that evening and wait and try it again the following day. In a follow up, the patient's spouse verified the fluid leak and said there was no harm, intervention or adverse event associated with the leak. The patient was able to get a new cycler and is doing treatments with no further issues. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.